Event description:
It was reported that the 9800 system had a collimator iris potentiometer error. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator and the printer were replaced during the service call. The system was tested and found to be working as intended and put back into service.